Manufacturer narrative:
Investigation: visual inspection revealed that the jaws were very burnt. The heater was lifted up somewhat. The silicone on the proximal end of the cold jaw was detached. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. There was significant evidence of cutting through the gauze as burn marks and smoke. Based upon this observation, the reported complaint for "not cutting" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cutting wire did not work. It was sealing fine but not cutting. A replacement unit was used to complete the procedure. The hosp did nt report any pt effects. The product was returned.